Event description:
The customer reported that during a thyroidectomy, the device insulation melted onto patient tissue. Another device was used to complete the procedure without issue. There was no patient injury. No additional information was made available by the site.

Manufacturer narrative:
Covidien reference #: (B)(4) . Date of initial report: (B)(6) 2010. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.